Event description:
A patient reported a fractured radius vitallium rod on the right side of their construct. Imaging shows the fractured device has migrated and patient reports that they are ambulatory but in pain. Revision surgery is not currently planned.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient reported a fractured radius vitallium rod on the right side of their construct. Imaging shows the fractured device has migrated and patient reports that they are ambulatory but in pain. Revision surgery is not currently planned.